Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed power loss. The customer's blood glucose reading was 116 mg/dl at the time of incident. Troubleshooting found that the pump was stored for a short period of time and alarmed power loss after removed from storage. Customer was advised to monitor the pump and install a new battery and call back if the pump does not work. No further details provided.